Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. A non-healthcare professional (non-hcp) reported on behalf of the customer that they were given "defective" devices and that the "pharmacy didn't investigate the situation once the recall was submitted" leading to a low reading issue with the adc device. The customer indicated that the device showed "low continuously with 3 of the products." There was no report of third-party treatment involved with the reported issues. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.